Manufacturer narrative:
The reagent lot number was 849762. The expiration date was provided as "03/2026". A general reagent problem was excluded because calibration and quality control were acceptable. The field service engineer found water overflow in the cuvette. The investigation determined that the issue found by service was the cause of the event.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas pure c 303 analytical unit. Patient 1 initial result was 49.2 mg/dl and the repeat result was 117 mg/dl. Patient 2 initial result was 47.8 mg/dl and the repeat result was 120 mg/dl.